Event description:
An asymptomatic patient presented in-clinic for normal follow up. It was reported that externalized conductors were noted. High capture thresholds were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External conductors due to internal insulation abrasion were found at 8.7-12.7cm from the distal tip. The silicone insulation was abraded and the rv conductor was visible. Another internal insulation abrasion was found at 10.2-11.6 cm from the distal tip. The re conductor was visible. The etfe coating of the conductors was intact at both locations.